Event description:
Permanently adhered bite block on cuffed reinforced tracheal tube loosened and moved further down tube, allowing pt to bite down on endotracheal tube, kinking it and causing airway obstruction. Similar issue noted with at least two other bite blocks on the same tube. No pt care issues in those cases. Dates of use: 2008. Diagnosis or reason for use: intubation for neuranesthesia cases. Event abated after use stopped and dose reduced? Yes.